Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Attempts were made at acquiring additional information about the event, but were unsuccessful. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication error was present during the evaluation due to a faulty cable. Additionally, the connector was found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to unspecified error codes appearing after plugging in the device during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was displaying a b30 scope communication error on the display. This report is being submitted to capture the confirmed b30 scope communication error found during the device evaluation.